Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device's pacer output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a recorded video of the device was provided for review. Review of the video showed the patient's hr falls within the 30 bpm setting which qualifies for pacing fire. The numeric heartrate display is the calculated average and not the instantaneous hr. The device performed as designed and configured. Analysis of reports of this type has not identified an increase in trend.